Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('partially embedded in the myometrium at the uterine cornu'), pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. C22907) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section and overweight. Current weight: 122 lbs. Concurrent conditions included amenorrhea, sneezing, discomfort and pelvic adhesions. On (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain upper ("stomach pain"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") and urinary tract infection ("urinary tract infection") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). In (B)(6)2017, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("device expulsion"), abdominal pain ("abdominal pain") and metrorrhagia ("metorhagia (bleeding b/w periods)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral) and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, device expulsion, dysmenorrhoea, metrorrhagia, menorrhagia, allergy to metals, depression, migraine, headache, fatigue, alopecia, weight increased, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, hormone level abnormal, abdominal pain upper, cystitis, vaginal infection and urinary tract infection outcome was unknown, the abdominal pain was resolving and the dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, bladder disorder, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea, pelvic pain ,abdominal pain ,dyspareunia , metrorrhagia, menorrhagia, nickel allergy, psych injury, migraine, headaches, fatigue, hair loss, weight gain . Current weight: 122 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Hysterosalpingogram - on (B)(6)2015: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient medical records: pelvic pain, weight gain, dyspareunia. Concerning the injuries reported in this case, the following one was reported via patient medical records: embedded device. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs and mr was received. Lot number was added. New events abnormal bleeding (general), abnormal bleeding (vaginal), apareunia, bladder problem, urinary problems or changes, dyspareunia, hormonal changes, bladder infection, vaginal infection, urinary tract infection, stomach pain, device embedded were added. Previously added psychological injury updated with depression. New reporters were added. Patient demographic was added. Medical history and concomitant conditions were added. Lab data updated. Event onset dates were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('partially embedded in the myometrium at the uterine cornu'), pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. C22907) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section and morbid obesity. Current weight: 122 lbs. Concurrent conditions included amenorrhea, sneezing, discomfort and pelvic adhesions. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain upper ("stomach pain"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") and urinary tract infection ("urinary tract infection") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). In (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("device expulsion"), abdominal pain ("abdominal pain") and metrorrhagia ("metorhagia (bleeding b/w periods)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral) and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, device expulsion, dysmenorrhoea, metrorrhagia, menorrhagia, allergy to metals, depression, migraine, headache, fatigue, alopecia, weight increased, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, hormone level abnormal, abdominal pain upper, cystitis, vaginal infection and urinary tract infection outcome was unknown, the abdominal pain was resolving and the dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, bladder disorder, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea, pelvic pain ,abdominal pain ,dyspareunia , metrorrhagia, menorrhagia, nickel allergy, psych injury, migraine, headaches, fatigue, hair loss, weight gain . Current weight: 122 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient medical records: pelvic pain, weight gain, dyspareunia. Concerning the injuries reported in this case, the following one was reported via patient medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, metrorrhagia, menorrhagia, allergy to metals, psychological trauma, migraine, headache, fatigue, alopecia and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, dysmenorrhoea, fatigue, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea, pelvic pain, abdominal pain ,dyspareunia , metrorrhagia, menorrhagia, nickel allergy, psych injury, migraine, headaches, fatigue, hair loss, weight gain . Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Reporters information updated. Event: injury were updated to dysmenorrhea. New events: pelvic pain ,abdominal pain ,dyspareunia , metrorrhagia, menorrhagia, nickel allergy, psych injury, migraine, headaches, fatigue, hair loss, weight gain were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.